Event description:
It was reported than an angio-seal was deployed post dilation of the right coronary artery, due to an 80% stenosis, and homeostasis was achieved. When the physician measured the patient's pulse rate, it was not present. The patient was taken to surgery where the surgeon found the angio-seal anchor was not parallel to the arterial wall, and calcified plaque was stuck to it. The anchor and plaque obstructed the arterial flow. Both were removed, and the artery was repaired with a goretex patch. The patient was treated with plavix and kardegic (doses unknown). The patient's status is reported to be very good.

Manufacturer narrative:
No product was returned. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) states that if patients have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in patient arteries > 5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site.